Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 2.25x8mm taxus liberte stent delivery system was selected to treat an unspecified coronary vessel. As the stent protector was removed, it was noted that the stent struts were "opened in a way it shouldn't be so." There was no patient contact with this device. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts on the 1st row from the distal end were slightly flared. One strut on the second row from the distal end was raised distally. The outer diameter (od) of the damaged section measured at 1.60mm. The od of the stent area where no damage was present was measured at approximately 1.03mm. Kinks were present along the inner and outer lumen. A kink was identified in the midshaft, 2mm distal from the distal end of the midshaft weld. Kinks were present throughout the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 2.25x8mm taxus liberte stent delivery system was selected to treat an unspecified coronary vessel. As the stent protector was removed, it was noted that the stent struts were "opened in a way it shouldn't be so". There was no patient contact with this device. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.